Manufacturer narrative:
Failure analysis revealed that the insulin passed the displacement test, rewind, basic occlusion test and prime test. No unexpected check settings alarm noted. The device was stuck in the motor error loop during bolus/basal delivery. The motor was tested outside the device and passed the test. The motor may have had an intermittent failure that was not detected during our testing. The unit had minor scratched display window, scratched case and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on her insulin pump. The customer's blood glucose level was 111 mg/dl. Insulin pump will need to be replaced. No additional information provided.